Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 06/20/2026, it was reported that the patient reported experiencing nausea and two episodes of vomiting in the morning. At that time, the cgm displayed a glucose reading of 183 mg/dl. No fingerstick bg was performed, and no medications were administered prior to seeking medical attention. Due to the symptoms experienced, the patient was transported to the hospital by her husband. Upon arrival, a fingerstick bg measured 602 mg/dl while the cgm displayed 183 mg/dl. The sensor was subsequently removed. The patient reported receiving treatment with heparin via injection and intravenous insulin; however, specific dosages and administration details could not be recalled. The patient stated that her physician advised that she had experienced diabetic ketoacidosis (dka). No additional treatments were reported. The patient remained hospitalized for approximately two days and was discharged on (B)(6) 2026 after recovery. It was noted that the patient was connected to an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.